Event description:
Event description cpi received information that at the replacement of this patient's device dft testing reported a <10 ohms message. Further examination of the lead revealed insulation damage. The lead and device will be replaced.